Manufacturer narrative:
The reported field event of noise was confirmed on all channels. The resistance was high which indicated that the capacitor was loose and caused the device to sense noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room reporting receiving high voltage therapy. Upon review, the implantable cardioverter defibrillator delivered inappropriate high voltage therapy due to noise. Pacing inhibition was also observed due to noise. On (B)(6) 2018, the device was explanted and replaced. The patient was stable.